Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room multiple times after hearing an alert. It was suspected that the patient was being exposed to a magnet. The device was noted to be at end of life (eol) and a replacement was planned; however, the alert was not due to longevity as this alert had been programmed off. The device remains in use. No patient complications have been reported as a result of this event.